Event description:
It was reported by customer that breaking of the port needle tubing. They are doing 7 day outpatient infusions of blinatumomab on their pediatric patient population utilizing port access needles and they have reported breaking of the port needle tubing itself. The age of the patients varies, the cstd being used is equashield, the infusion is being sent home in a fanny pack, they do not have a filter on the line. In these cases the patient has to either go to the ER or to clinic to remediate the issue. It was reported this occurred with six devices. This report addresses all six device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the tubing is inconclusive due to the state of the returned sample. One photograph of a 22g miniloc infusion set was returned for evaluation. An initial visual observation of the photograph did not reveal any damage to the sample. The end cap is attached to the hub and the safety mechanism is not engaged. The needle is covered with a sheath. No use residue is visible on the sample in the picture. The device in the photograph appears unused. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that breaking of the port needle tubing. They are doing 7 day outpatient infusions of blinatumomab on their pediatric patient population utilizing port access needles and they have reported breaking of the port needle tubing itself. The age of the patients varies, the cstd being used is equashield, the infusion is being sent home in a fanny pack, they do not have a filter on the line. In these cases the patient has to either go to the ER or to clinic to remediate the issue. It was reported this occurred with six devices. This report addresses all six device.